Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that fatigue from cardiac dynamics and motion in the months after the procedure resulted in the reported cracked/fractured stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure as an unspecified balloon mounted stent was deployed within the xact stent as treatment for the fractured stent. The reported patient effect of stenosis is listed in the xact carotid stent system instructions for use as a adverse event associated with use of this device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed on (B)(6) 2022, to treat a moderately calcified, moderately tortuous, 80% stenosed lesion in the internal carotid artery. The 40x8-6 xact self-expanding carotid stent was successfully implanted and was discharged to home without issue. On (B)(6) 2023, during a routine follow up appointment, the patient presented with aphasia with no weakness. An examination found that the lesion was 90% stenosed and the implanted xact stent strut was cracked. On (B)(6) 2023, an unspecified stent was implanted within the xact stent for treatment. There was no adverse patient sequela and no clinically significant delay in the treatment procedure. No additional information was provided.